Event description:
Same case as: 2134265-2015-05304. It was reported that removal difficulties were encountered and tip of the rotawire was detached and remained inside the patient. The 75% stenosed, 1.57x34mm target lesion was located in the moderately tortuous and severely calcified middle of the left anterior descending artery (lad). Five ablations were performed with a 2.0mm rotalink¿ burr and a rotawire flop at 220,000 rpm. When attempting to remove the burr resistance was noted and the wire was unintentionally removed to the proximal end of the left anterior descending artery. Upon removal it was noted that radiopaque tip was detached and remained inside the patient. The physician commented that the wire may have been trapped with the vessel causing the detachment. A non-bsc snaring device and guide wire were used to retrieve the remaining portion but failed to remove. The remaining portion was left inside the patient and the procedure was completed with a stent deployed at the lesion. No patient complications were reported and patient's condition is good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. The guidewire has the distal tip (corewire and coil) broken. Just the proximal section of the wire was returned.also it has 2 kinks along the body, the first one is located at 42.3 cm approx. From the distal end and the second one is located at 6.4 cm from the proximal end. All the outer diameter measurements are within the specifications. The device had evidence of use noted in the distal tip (solidified body fluids). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: 2134265-2015-05304. It was reported that removal difficulties were encountered and tip of the rotawire was detached and remained inside the patient. The 75% stenosed, 1.57x34mm target lesion was located in the moderately tortuous and severely calcified middle of the left anterior descending artery (lad). Five ablations were performed with a 2.0mm rotalink burr and a rotawire flop at 220,000 rpm. When attempting to remove the burr resistance was noted and the wire was unintentionally removed to the proximal end of the left anterior descending artery. Upon removal it was noted that radiopaque tip was detached and remained inside the patient. The physician commented that the wire may have been trapped with the vessel causing the detachment. A non-bsc snaring device and guide wire were used to retrieve the remaining portion but failed to remove. The remaining portion was left inside the patient and the procedure was completed with a stent deployed at the lesion. No patient complications were reported and patient's condition is good.

Manufacturer narrative:
(B)(4).